Event description:
A report was received that the pt was explanted, as the pocket incision would not heal. The pt was receiving radiation treatment for cancer, which was targeted over the ipg site. The physician felt that this was a contributing factor as to why the incision site would not heal. The pt was reportedly doing well post-operatively.

Manufacturer narrative:
The explanted devices were not returned to bsn, as they were discarded by the medical facility.